Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber was thoroughly analyzed. Visual and microscopic investigation noted that the glass cap was detached and was not returned. The broken end of the tip showed signs of overheating and melting of the outer flow tube. The fiber was functionally tested with the hene (helium-neon) laser fixture and there were no signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The observed condition of the fiber tip/cap is likely due to excessive cap wear occurred during the procedure. Cap wear is accelerated due to heat accumulation caused by inadvertent anatomical/procedural factors, such as prolonged tissue contacts or technique, which would limit the performance of the fiber and cause reduced vaporization efficiency, and potentially lead to cap/tip detachment. The device instructions for use (IFU) informs the user if excessive tissue or debris is allowed to accumulate on the laser fiber cap, over heating of the laser fiber cap will occur leading to premature laser fiber degradation and/or laser fiber failure. Do not bend at sharp angles. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during photoselective vaporization of the prostate the fiber tip broke. The broken piece was recovered, and the procedure was completed with the new fiber without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during photoselective vaporization of the prostate the fiber tip broke. The broken piece was recovered, and the procedure was completed with the new fiber without patient complications.